Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a female patient receiving intrathecal fentanyl ("300 ug" and no other information known) via an implantable infusion pump. The indication for use was noted as non-malignant pain. The patient was getting an "electrical shock", which was sending a shock through her. The patient felt it underneath the pump and towards her stomach. She reported feeling it every 5-10 minutes; whenever she moved or turned at the waist, and did something, it sent a shock. It felt like she was touching a hot wire. As of (B)(6) 2014 this had been occurring for one month and was getting worse. When the issue started, it was somewhat manageable. However, it had progressed to where it needed to be resolved. It was also reported that the patient's pain was not subsiding and she was not able to do much as it was. The patient was not getting pain relief and the pump was not touching the pain. The patient was still taking oxycodone, but it was not helping. She also called her hcp on the report date, but was told to call the manufacturer representative. The patient had an appointment scheduled with her healthcare provider (hcp) for (B)(6) 2014. Additional information was received by the consumer on (B)(6) 2015. "They" (interpreted as the hcps) kept raising the pain medicine, but it did not help. The pump was hurting the patient's lower spine. They "took it out" and "said it wouldn't work for her". The patient questioned why "they didn't just move it". A total system explant was reported. The pump was removed between 4 to 6 months prior to (B)(6) 2015. The patient was to follow-up with her hcp regarding her medical questions.

Manufacturer narrative:
(B)(4).